Event description:
It was reported that there was a shocking or jolting sensation following some form of trauma. It was thought that the patient had misplaced her patient programmed. They turned it off and back on the day before new year¿s eve. The patient was getting a cold upper respiratory infection and wanted to adjust her stimulation so they could turn it down and could not find it. They felt like it was stimulating and then it would shock. The patient was not sure if it was from the cold or the patient not adjusting the stimulation. The patient charges on mondays and thursdays. The day of the report was her day to charge. The patient had dual leads and had eight electrodes on each of them. The patient¿s programming was adjusted by their manufacturer representative in (B)(6) 2014 at their physician¿s office. The shocking sensation started about two days prior to the report. They were cleaning their ceiling fan and went to get down from the chair and put her hand on back of the chair and thought the chair was going to go backwards and jumped off and lande d on her left foot. The device was on her left side of her lower back. It was noted that the patient did not have any troubleshooting, interventions, or other actions taken. The patient recovered without permanent impairment. The patient did not have any concerns with their therapy or device. They received assistance from their physician or manufacturer representative and their concerns were resolved. The patient had an appointment date for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).